Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The abbott field service representative (fsr) observed smoke coming out from power code of alinity I processing module during on-site service. The fsr stated instrument suddenly lost power due to short circuit and noticed smoke from power cable. There was no patient involvement and no harm to user or facility reported. No additional impact to user safety was reported.

Event description:
The abbott field service representative (fsr) observed smoke coming out from power code of alinity I processing module during on-site service. The fsr stated instrument suddenly lost power due to short circuit and noticed smoke from power cable. There was no patient involvement and no harm to user or facility reported. No additional impact to user safety was reported.

Manufacturer narrative:
During the site visit by the field service engineer (fse) observed smoke coming out from power code of alinity I processing module during on-site service. There was no fire was seen nor any damage to the instrument. There was no injury to personnel reported. A review of the service history for the alinity I (B)(6) processing module revealed no additional issues were reported. A review of tracking and trending did not identify any trends for the alinity I processing module or alnty c pwr china (list number 04u91-01). The 2023 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The smoke observed, due to the power cable short-circuiting was limited to the alnty c pwr china (list number 04u91-01); the smoke issue did not spread to other parts of the module. Based on the available information, no systemic issue or deficiency of the alnty c pwr china or the alinity I processing module, serial number (B)(6) was identified.